Event description:
Baby had broviac catheter in femoral vein. Baby was noted to have frequent bradycardia episodes at night. A chest x-ray was obtained to investigate etiology of episode. Chest x-ray revealed part of the catheter coiled in the cardiac shadow. The pt was taken to the cardiac catheterization lab and the catheter was successfully retrieved. The infant tolerated the procedure well. The baby was returned to the neonatal ICU and usual care resumed and no further bradycardia episodes were noted. The catheter was inserted three months ago in the neonatal intensive care unit.